Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl and it was addressed with the doctor advising the customer to consume food/sugary drinks. Reportedly, the suspected cause of the low bg level was due to the customer's sickness. As this event had occurred in the past, tandem technical support was unable to troubleshoot the low bg level.